Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the guidewire was advanced out of the catheter when the tip of the guidewire looped before entering the stenosis. The physician attempted to pull the wire back into the catheter but it was reported that the guidewire was caught. The hydrophilic tip was purposely stripped off. The hydrophilic tip detached inside the bile duct, exposing the tip of the metal corewire. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown but was reported to be over 65 years old. The patient's exact weight is unknown but was reported to be over 80 kg. (B)(6). Reported event of distal hydrophilic tip detached. Reported event of guidewire difficulty withdrawing. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.